Manufacturer narrative:
This report is based on information provided by philips service representative and has been investigated by the philips complaint handling team. Philips received an inquiry on the status of when the dfm100 adapter cables would be available. A field safety notice (fsn-2022-cc-ec-010) has been released on10-nov-2022 by philips about the new adapter cable. There is no device malfunction at the customer site. The customer is asking about the time till release. This record was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to this only being a request for a status update on the cables. The latest information was sent to the customer on a potential release time frame.

Event description:
It was reported to philips that the device's pads cable needed replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.